Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned timeouts in pulse widths and an 0x14 alarm. The pod was reset and rerun, and the timeouts were not reproduced in the rerun data; a root cause for the alarm could not be determined. Fluid was able to exit the fluid path as intended upon rotation of the ratchet gear. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to fully retract the needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient received an occlusion alarm during wear. Patients blood glucose levels exceeded 250 mg/d while wearing the pod on the leg between 36 and 48 hours.